Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited intermittent noise. The lead was explanted and replaced. There were no complications or adverse events to the patient during and post procedure.

Manufacturer narrative:
Final analysis found that an insulation abrasion exposing the outer coil at 14.5 cm to 14.7 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported noise problem.